Event description:
It was reported that the patient experienced a loss of therapeutic effect. Her stimulation has not worked for over one year. Her device started to have trouble recharging and then the stimulation just quit working one day. She has not had her device checked by her doctor. She was in a lot of pain and was going to try to find a new physician to see. It was noted that her prior physician prescribed her oral medications in combination with her device therapy and she almost had a drug overdose which did not appear to be device related. She felt like a ¿zombie¿. It was later reported that she still had concerns regarding her device or therapy but was working with her doctor or company representative. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008,product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: 2008, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient had some weakness.